Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation was abraded at 11.5cm to 13.5 cm, 30.4 cm to 32.0 cm, and 35.9 cm to 36.4 cm from the distal tip. The etfe cable coatings were not abraded in these locations.

Event description:
This report is to advise of an event observed during analysis.